Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer experienced significantly reduced suction. The purewick urine collection system was thoroughly cleaned according to standard procedures and tested; however, suction remained very low. Additional troubleshooting steps were performed, including plugging the device into multiple outlets and testing with different power cords, but there was no improvement in performance. Despite these efforts, the pump continues to operate with minimal suction and does not function as intended.